Event description:
It was reported that during a gastric sleeve procedure, on the second firing with a green cartridge the remnant side of the staple line was formed and intact. The patient side had only one staple line formed and the other two staple lines were not. There was significant bleeding on the stomach. The surgeon embrocated the staple line and over sewed it to control the bleeding. As a result, the patient remained in the hospital one day longer than anticipated. There was no issue with firing the device. The surgeon waited the 15 seconds prior to firing. They cleaned/swished the jaws of the device before loading a new cartridge into the jaws. The cartridge and device were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation but a photograph of the staple line was provided for analysis. Photograph. Additional information was requested and the following was obtained: what type of buttressing was used? Patient bmi. Patient gender? What color cartridge for the first firing? Was pulsing used if a powered device was used? Conclusion: based on the photographic evidence of the subject ecr60g cartridge, unformed staples can be confirmed, however, the photograph does not provide evidence relative to what may have caused the issue.